Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure. According to the complainant, when the endostat unit is triggered, the physician gets interference on the video monitoring system used to visualize the procedure. The physician was able to successfully complete the procedure with this unit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Furthermore, the complainant has tested the unit, and there are no issues with the output generated. The complainant also noted that this problem happens in only one of the procedure rooms, so they suspect this may be an isolated grounding issue.

Manufacturer narrative:
(B)(4) - interference with monitoring system. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.